Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent. The device was removed from it packaging as per IFU and inspected with no issues noted. Negative prep was performed successfully. During the procedure, it was reported that the balloon would not inflate and when the catheter was removed the balloon was filled with blood. The device did not pass through a previously deployed stent. No patient injury reported.